Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted

Event description:
Healthcare professional reported left side deflation. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: the device related to the reported event of deflation received on january 11, 2020 with lot number 620320. Analysis of the returned device identified: opening curved. Leak test and microscopic analysis was performed which identified: sharp opening on radius. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d1, d.4, d.9, h.3, h.6.